Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/08/2013 with the following findings: moisture was observed behind the display screen. During testing, the pump powered on and the screen remained blank. A leak test revealed the pump casing was cracked. The pump was opened and corrosion was found on the display screen and other internal components.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a dim display which was hard to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The product involved with this complaint has been requested to be returned to animas for product analysis. At the time of this report the device has not been returned. If and when the product is returned to animas, product analysis will evaluate it and a follow up report will be submitted pertaining to this event.